Event description:
General report received of an unspecified number of undocumented incidents of the silicone sleeves of the clave ports remaining in the opened position; subsequently, blood loss was noted. The primary tubing sets were being used to deliver unspecified solutions. After unspecified lengths of time in use, unspecified syringes were connected to the clave ports of the primary tubing sets to deliver unspecified medications. It was reported that after the syringe deliveries were completed, there was difficulty removing the syringes and connector luer locks from the clave ports. The customer contact indicated that after the syringes were removed from the clave ports, it was noted that the silicone sleeves of the clave ports remained in the open position and unspecified volumes of blood loss was noted. The primary tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no delays in therapies critical for these patients. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. (B) (4). (B) (4).